Manufacturer narrative:
There are no reported injuries associated with this report. Root cause: blown fuse. The reported symptom was attributed to a shorted diode within the bridge rectifier, brd1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board inoperable. It is recommended that the ultrasonics are checked during quarterly maintenance. The biomed technician stated he checked the ultrasonics during quarterly maintenance at that time the ultrasonics were functioning. It is unknown how long the ultrasonics were not working. The requested maintenance records were not available. During the site visit, the cu technician conducted training with the customer on the procedure outlined in technical bulletin (B)(4) for the verification of ultrasonics activity. The biomed was also provided a copy of the technical bulletin. The customer was also informed that this procedure should be carried out every morning prior to the processing of any scopes. There may be a low risk of infection associated with this incident. Custom ultrasonics is reporting this event out of an abundance of caution.

Event description:
Ultrasonics feature not working.